Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a pump off, driveline disconnect, and a low flow alarm. The patient did not recall hearing any alarms. The log file revealed a series of pump stops at 11:46 am on (B)(6) 2022 which appeared to be the result of a manual driveline disconnect. The pump was off for 3 seconds before being reconnected and ramping back up to the set speed of 4800 rpm. The log file captured low flow events on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a pump stop which appeared to be associated with a driveline disconnect event. A specific cause for the driveline disconnect could not be conclusively determined through this evaluation. The controller event log file contained data from 18jun2022 through 28jun2022, per the timestamps. On 19jun2022, the driveline was disconnected, causing the pump to stop. This event was associated with power b broken, power a broken, com b fault, com a fault, low pump current and pump stop fault flags as well as low flow, driveline disconnect, and lvad_off alarms. The driveline was reconnected approximately 7 seconds later, following which, the pump regained speed and resumed normal operation without issue. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26aug2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, under "system controller warnings and cautions", states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-12087. The patient did not recall hearing any alarms and was asymptomatic. There were no system controller faults, and the system controller check was able to be performed.